Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for balloon dilatation of vascular stenosis at the site of fistula. However, when the balloon was pressurized, the balloon ruptured. The device was removed using the normal method, and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post-procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The proximal balloon sleeves were detached from the outer shaft. The distal section of the balloon material showed signs of been pulled in a distal direction. An examination of the markerbands identified no issues. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for balloon dilatation of vascular stenosis at the site of fistula. However, when the balloon was pressurized, the balloon ruptured. The device was removed using the normal method, and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post-procedure.